Manufacturer narrative:
The device has been received by depuy synthes power tools, the investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had hose damage (excluding rupture) in which the hose separated from the xmax motor. The device was being used during surgery. No injury or medical intervention occurred. No add'l info provided.